Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed that noise may be detected in the ECG depending on the insertion status of the phone plug. No alarms appeared to have been triggered. The shielding tape attached to the inside of the phone plug had deteriorated and become crushed, so we replaced it. After the replacement, we conducted a long-term operation check and confirmed that the noise was eliminated. The fse performed the work in accordance with the service manual and the results were satisfactory.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) had noise related malfunction. Noise were present in the externally input ECG. No harm reported.